Event description:
After implantation four screws were found to be backing out of the cslp variable angle locking plate. Surgeon removed the screws and revised with rescue screws.

Manufacturer narrative:
Additional info has been requested. The date of manufacture cannot be determined without a lot number. The investigation cannot be completed. No conclusion can be drawn, as no product was returned and no lot number is available.